Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4)¿ the dentist reported that 4 months after the dental implant was installed in intraoral region 4#, its non-osseointegration was observed. Moreover, 30ncm of primary stability was archived and the patient presented bone type iii.